Event description:
Per the clinic, the patient experienced excessive skin overgrowth at abutment site. An in-office attempt to remove the abutment was unsuccessful due to significant pain upon applying pressure. Subsequently, the patient underwent revision surgery and abutment removal procedure under general anesthesia on (B)(6) 2026, during which newly formed bone was drilled out and the abutment was removed.